Event description:
The customer stated that she performed a control test and received a result of 176 mg/dl. The normal control range is 95-131 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.